Manufacturer narrative:
Immucor technical support received instrument image information from an immucor employee at the customer site, to assess the instrument test well images in question, which appeared as visually weak positive. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative crossmatch when using an echo lumena instrument, when tested on (B)(6) 2018 under a validation scenario.